Manufacturer narrative:
(B)(4). Date sent: 8/29/2023. Operative reports received.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2020 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Wcq received an e-mail from the ethicon risk manager stating the following: received claim from counsel stating patient with history of morbid obesity (bmi 81+), gerd, paraoesophageal hernia, hypothyroidism, and hypertension elected to undergo laparoscopic sleeve gastrectomy and paraoesophageal hernia repair with mesh procedure. Operative note indicates a ¿blue seam guard stapling device was used¿ to create the gastric sleeve up the angle of his. The gastric remnant was then removed, and clips were placed on the staple line for hemostasis. The patient experienced emesis post-operatively but otherwise had an uneventful post-operative course and was discharged on pod #2. One month later, patient returned to the hospital complaining of epigastric pain, nausea, and vomiting. CT scan indicated a defect in the lateral wall of the proximal stomach communicating with an extraluminal air collection at the left lateral aspect of the stomach, which was concerning for a leak at the ge junction. Patient underwent egd, during which a fully-covered gastric stent was placed. The patient tolerated the procedure well and was discharged two days later. Two months post op, a diagnostic radiology note evidenced no acute findings and patient underwent an egd that same month to remove the previously placed esophageal stent and was discharged later that month. No information available as to current patient status.